Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of the screwdriver broke off.

Manufacturer narrative:
Examination of the returned device confirms the reported event of the screwdriver tip breaking. The overall condition of the device suggests moderate/heavy usage. A complaint database search identified similar reports against the provided product code. Supplier investigations found material wear out as the root cause. The root cause is attributed to material wear out due to previous investigations and the overall condition of the returned device. Based on the root cause of wear out, corrective action is not needed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.